Event description:
Manufacturer received a report that the wheelchair user was traveling with the seat elevated over a hose on his ranch and the seating system became loose. The wheelchair user fell to the side and reported a broken arm. The wheelchair was modified to allow the user to drive at 5 mph with the seat elevated 2 inches. Manufacturer has repaired the wheelchair with a heavy duty seat elevator.

Manufacturer narrative:
Evaluation summary: manufacturer inspected the wheelchair in (B)(4) 2012. The wheelchair was modified to allow the user to drive at full speed while elevated 2 inches. The user has used the wheelchair outdoors on his ranch for a significant period of time and the seat elevator was in need of maintenance. Based upon the inspection, it appears that the weld around the inner tube of the seat elevator that holds the plate on top of the elevator failed. Manner of use and operational environment contributed to the failure. The wheelchair was operating properly otherwise. Manufacturer repaired the seat elevator with a heavy duty option, which should prevent future issues and returned to client.